Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump in use with a smiths medical cadd administration set may have under-infused. It was reported that only 430 ml of 520 ml was delivered. Per reporter the pump indicated that it had delivered the entire infusion and there was no alarm. No adverse patient effects were reported.